Event description:
Consumer stated on social media that several tampons had the string tear off as she was about to pull them out. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer stated on social media that several tampons had the string tear off as she was about to pull them out. No injury was reported.